Event description:
The extensions were replaced and the system was intact, stimulation resumed. The patient was doing well and receiving effective therapy.

Event description:
The stimulation stopped and the extension appeared to be damaged. The ins and extension were replaced. Additional information has been requested.

Manufacturer narrative:
Extension: model 3708340, serial# (B)(4), implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. The battery capacity was reduced due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 3; one of these is the physician mode recharge performed in the analysis lab. The last recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 3 hours and 18 minutes. The battery charged from 3.665v to 3.905v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2011. Final device analysis for the extension revealed the conductors were broken in the body of the straight wire. Final device analysis for the ins plug revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.